Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2016-01308, 2. 3005168196-2016-01310, 3. 3005168196-2016-01311. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils, pod packing coils (podj coils) and a lantern delivery microcatheter (lantern). During the procedure, the physician placed another manufacturer's guidewire inside the lantern and then advanced the lantern into the aneurysm sack. However, the physician determined that the lantern was not in the correct position and proceeded to advance the lantern forward without the guidewire and without feeling resistance. Consequently, the lantern's tip became damaged but the physician was unaware of the damage. Therefore, while attempting to advance the first ruby coil through the lantern, the physician felt resistance at the tip of the lantern and was unable to advance the coil further. The physician removed the ruby coil and then attempted to advance a podj coil through the lantern; however, resistance was met at the tip of the lantern and the coil was unable to advance further. The podj coil was then removed. Next, the physician removed the lantern from the patient's body and confirmed that it was kinked at the tip. Therefore, another manufacturer's microcatheter was opened and all further coils were deployed and detached into the patient without an issue. While attempting to advance the last ruby coil out of its introducer sheath and into the other manufacturer's microcatheter, the technologist inadvertently bent the ruby coil pusher assembly. Therefore, the ruby coil was removed and the procedure was completed using the same non-penumbra microcatheter, two new ruby coils and one new podj coil. It should be noted that the physician did not maintain a continuous flush and did not use a rotating hemostasis valve (rhv) during the procedure. There was no report of an adverse effect to the patient.